Manufacturer narrative:
Additional procode = dro. The device was returned to zoll medical corporation; the reported malfunction was observed during testing of the device, as well as in the device logs. During evaluation of the device, the auxiliary connector was found to be loose. Rapid changes in auxiliary power connection can trigger the reported malfunction. However, the root cause of the malfunction could not be firmly established. The auxiliary connector harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "pace defib device disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.